Manufacturer narrative:
Photo analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was found that the box sample of the product code with the batch number corresponds to the bar code information.

Manufacturer narrative:
(B)(4). The photo of product upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, it was discovered that the printed barcode on the package is inconsistent with the barcode that should be on the package according to the system. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.